Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" alarm condition. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" alarm code indicating a sensor mismatch error was observed in the device's downloaded event log and the device failed the internal flow verification test step. The device's machine flow sensor, inline filter and proximal inline filter were found to be contaminated with white dust and were replaced to address the issues.